Event description:
There is a leak/break approx. 3cm down on the catheter.

Event description:
Caller reported blood glucose results of 304 mg/dl and 126 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.